Event description:
It was reported that ten days after insertion, when the tube was removed by the patient's father for cleaning, it was observed that the tube length appeared to be longer than usual. The cuff did not lay flat against shaft once deflated. No consequence for patient but felt uncomfortable.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. When the sample was inflated with air, the cuff only inflated one side. The root cause of the reported issue was found to be inflation, leakage, and symmetrical issues. A corrective and preventative action has been opened to address the reported issue.